Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient the device displayed "pacer fault 116", "defib fault 72", "pacer disabled" and "defib disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.